Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. It was unable to perform the basic occlusion, occlusion and excessive no delivery alarm tests due to the prime/fill anomaly. However; the device passed the displacement test. Device had unexpected restart alarms after battery change due to defect connector on interface board. The device passed the operating currents test. No unexpected low battery alarms or off no power anomaly noted. The displayable history check failed on startup alarms were confirmed in the history due to corrupted history file. No external ram error or factory parameters bad alarms noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that their blood glucose level had been fluctuating lately and wanted to troubleshoot the insulin pump. The customer was hospitalized on (B)(6) 2013 with high blood glucose of 23 to 24 mmol/l and ketones. The customer stated the drive support cap appeared normal, the tubing had no air bubbles, no insulin leak was found and insulin did exit the tubing with manual prime. The settings were programed correctly and the bolus history was normal. The high pressure test was not performed as the customer did not have a tubing clamp. The alarm history showed an off no power, battery out limit, weak battery, external ram error, displayable history error and unexpected restart alarms. The customer stated that every time the battery was changed, an error alarm would occur and the time/date resets. Customer's current blood glucose value was 2.1 mmol/l which was treated with food and went up to 5.4mmol/l. The insulin pump was replaced and returned for analysis.